Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark, preventing confirmation of a power source alert. There was no adverse impact to the customer¿s blood glucose level. The caller tried using different charging supplies, and the issue was resolved with a non-tandem charging cable. Technical support advised against using third-party supplies permanently and agreed to send a replacement tandem wall adapter and charging cable to the caller.